Event description:
The rotator on the hemostasis valve within the kit is coming apart during use.

Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation/ investigation. A follow up report will be sent when the evaluation is complete. Evaluation conclusions: other, a follow-up report will be submitted when the evaluation is completed.